Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. Visual examination of the returned device noted presence of residue indicating use/ handling. The extension tube was without issue. Examination of the ligator head found two bands remaining, additionally three deployed bands were also returned. The ligator teeth were undamaged. The suture was broken with portion still attached to the ligator head and the trip wire loop. The trip wire was not properly secured in the handle assembly slot, with the proximal loop retracted into the handle post, gouging the post. The trip wire crimp was caught inside the handle post. An examination of the handle assembly found the trip wire not properly wrapped around the spool and caught between the spool and the handle bracket. A functional evaluation of the handle could not be performed due to the damage to handle assembly. Based on the evaluation of the returned device, failure to deploy the bands during use could not be functionally verified during the product analysis. However, findings from the visual evaluation indicate that the device most likely failed to deploy the bands during the procedure. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands would not deploy. The device was removed from the patient and another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported as "not harmed" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands would not deploy. The device was removed from the patient and another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported as "not harmed" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.